Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20688532.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted devices will not be returned. Additional information was received that the patient was experiencing inadequate stimulation due to lead migration.